Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's husband reported readings 33 mg/dl and 43 on meter gt14195485, a reading of 68 mg/dl on meter gt14910433, all within 10 minutes. Readings were taken on two drums of the same strip lot number. No adverse event reported, meters and strips replaced and requested for return.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.